Event description:
The tracheostomy tie (twill tape) allegedly pulled through one of the tie securing holes in the flange of the sims tracheostomy tube after approximately 2 weeks use. The care giver was alerted to the situation and the tie was resecured utilizing the other hole in the tracheostomy tube flange. There was no pt compromise.